Event description:
Customer reported that she was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer declined to troubleshoot as she stated that she had an infection in her mouth and that is what caused the blood glucose to go high. Blood glucose value at the time of the admission was over 500 mg/dl. Nothing further report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.